Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for in clinic follow up. Device interrogation revealed dislodgement of the right ventricular (rv) lead. The physician elected to reposition the rv lead however, the helix failed to extend and failed to retract. Instead, the physician elected to explant and replace the rv lead. The patient condition was stable.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issues and high pacing threshold. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. The reported events of helix mechanism issues were confirmed. X-ray inspection found over-torque of the inner coil at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. After cleaning the helix and cutting the lead, the helix can be extended and retracted by applying torque directly at the inner coil. The full helix extension length was measured within specification. The cause of the reported events of helix mechanism issues was isolated to blood/tissue in the helix region and over-torqued of the inner coil. The reported event of high pacing threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
New information received notes that dislodgement was confirmed via fluoroscopy. High capture threshold was also noted on the rv lead.